Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) (B) (4) on behalf of the lay-user/patient alleging that the onetouch ultra test strips are giving inaccurately high reading. Lifescan was unable to contact the patient for follow up information. The reporter claimed that the patient almost passed out after testing with the onetouch ultra test strips and obtaining unspecified readings. The reporter was unable/unwilling to indicate what actions the patient took in regards to the usual routine of diabetes management as a result of the product issue. The patient allegedly had to take glucagon twice and he was taken to the hospital. This complaint is being reported because the reporter claimed that the patient received medical intervention suggestive for hypoglycemia after the patient obtained inaccurate high reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.